Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the enteral feeding pump with no specific error reported. Upon triage on 03-july-2018, service found the pump only had a partial display.

Manufacturer narrative:
One kangaroo joey was received with a complaint of a blank screen. This complaint has been verified. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.